Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm portico valve (B)(4) was implanted according to instruction for use (IFU) on (B)(6) 2022. The sizing of the annular dimensions was perimeter: 69.8 mm, perimeter derived ø: 22.2 mm, area: 381.6 mm², area derived ø: 22.0 mm, lvot ø: 22.2 mm. There was sufficient calcium to allow anchoring of the device. At the release of the valve, the valve migrated, the valve was higher than desired, above the left ventricular outflow tract (lvot). The estimated implant depth at deployment was at 4mm, final implant depth was well above sinotubular junction, the exact value was not provided. The valve was not snared. There was no tension on the delivery system and interaction between the delivery system and the deployed valve at the time of final deployment. A valve in valve procedure was done immediately with a new 25mm portico valve (B)(4), successfully released in the desired position. Using echocardiogram there was mean gradient of 25-30mmhg registered. Post dilatation with a non-abbott balloon 22x40mm was done, with good result with no paravalvular leak (pvl), and no pericardial effusion. After several minutes, there was a sudden hemodynamic collapse of patient. Echocardiogram was repeated, no pericardial effusion observed, however there was significant drop of fraction, and akinesia of front wall and septum, top and part of lateral wall. Repeat angiography with no evidence of left main coronary occlusion (lm). Patient's hemodynamics continued to decline with significant hypotension and bradycardia. The patient was intubated, and cardiopulmonary resuscitation done. Due to the patient's clinical status no cardiac surgery conversion was possible. The patient was placed on extracorporeal membrane oxygenation (ECMO). Hemoglobin dropped to 4 g/dl and 3 doses of erythropoietin (ER) was administered. No active bleeding was detected. It was noted that where the struts of the first and second valve overlapped had blocked the left coronary ostia leading to obstruction of the left coronary artery. A percutaneous coronary intervention (pci) left main artery was attempted but was very difficult and a stent was ultimately implanted in the lm coronary artery with some mild flow detected on angiogram. The patient had been on ECMO for an extended period, without any myocardial contraction. The cardiac activity stopped due to obstruction of the left main branch. Resuscitation attempts were exceeded, with no positive response. The patient passed away at 13:15h on (B)(6) 2022. Migration event captured in related complaint: (B)(4)

Manufacturer narrative:
An event of akinesia, hypotension and bradycardia, drop in hemoglobin, obstruction of the left coronary artery and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported incident could not be conclusively determined.